Event description:
Additional information was requested on 12/10/2009, 12/15/2009 and 12/23/2009 and no response was received.

Manufacturer narrative:
The device involved was received by the product analysis laboratory for evaluation. An event history review identified that there were 974 customer events in the history dating 2009. There were no events recorded in the history on the reported occurrence date of 2009. There were no infusions run at 3.5ml/hr or 305ml/hr. There were no failures found in the event history. During evaluation of the pump, it passed the self test on ac power. One hour accuracy tests were performed on channel c (ch c). At the customer?s rate of 3.5ml/hr, the pump delivered +4.39 %. At the customer?s rate of 305ml/hr, the pump delivered -1.42 %. At 100ml/hr, the pump delivered -4.18 %. At 10ml/hr, the pump delivered -1.00%. Accuracy specifications for rates of 1.0ml/hr and above are +/- 5%. All accuracy tests passed. During infusion, there was no rate change. The keypad and panel lockout switch test passed. The ch c pump channel was visually inspected. Ch c pump head module (phm) was removed and inspected for loose connections or damage and none were found. The ch c phm did not have the yellow dot upgrade indicator on the upper jaw. The bottom epoxy was secure. There were no signs of fluid intrusion in the phm. Traces of corrosion were found on all the channels. The reported condition was not confirmed or duplicated. All accuracy tests passed within specifications. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Event description:
A copy of the medwatch was received in 2009 that stated a patient received an overdose of an insulin drip (93 units). The rate on the pump changed from 3.5cc/hr to 305cc/hr malfunction flow rate. The patient's blood glucose then decreased rapidly. The customer stated that the pump was alarming shortly after the infusion had started and it was determined that this alarm was due to the infusion being complete. The pump was then disconnected from the patient and the patient was checked, showing her glucose level had decreased. The patient was then administered d50 and k-ryders via intravenous access and the glucose level was monitored every fifteen minutes from 9:15 a.m. Until 1:00 p.m. The patient was identified as female and was initially admitted to the intensive care unit for hyperosmolar glycemia and hyponatremia. The patient is still in the hospital but is no longer in the intensive care unit. According to the facility's risk manager, when the incident was over, the pump was sent to their bio-med department to be checked and the bio-med could not reproduce the problem. The device was then returned to the floor for use. No additional information (including the software version) is available at this time.

Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete or upon receipt of any additional information.